Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the device presented a failure to alarm. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
After further investigation this was deemed a duplicate report. Please refer to mfg 9610816-2023-00484 for further information and details about the complaint.